Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing and inner lumen approximately 75.7cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period oct-2019 to sep-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the console generated an unable to calibrate iab catheter alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the iab was inflating normally with pressure indices displayed. The alarm continued as the pressure indices and waveform disappeared from the console. The console was switched out with a different one, however, the same alarm occurred. The iab was then removed and replaced with a new one. The same issue occurred still. The customer tried to manually calibrate with no success. The customer was advised to remove the fiber optic sensor and transduce the fluid-filled lumen. This resulted in the pressure indices being displayed and the alarm was resolved. Therapy was continued without further issue. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab.

Manufacturer narrative:
Occupation: bba, rt(r), inventory specialist. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).